Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr xl litigation complaint received ad (B)(6) 2022. Prior to revision patient alleges with loosening and metallosis with discharges. Reason for revision: pain. Doi: (B)(6) 2007. Dor: (B)(6) 2022. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.